Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0209614448, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 11-may-2019, UDI#: (B)(4). Report source - country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had experienced ¿not good effect after the surgery.¿ the patient later returned to the hospital where impedance testing was performed and found the lead impedance was too high. The patient¿s lead was explanted as a result of the event and a lead replacement surgery was scheduled. The patient was in the hospital for observation following the lead explant. There were no further complications reported or anticipated.

Manufacturer narrative:
H2 correction: please note the implantable neurostimulator (ins) serial number has been reported at this time. As a result, sections d1, d3, d4, and h4 have been updated. Additionally, the manufacturer site ID has changed from 3007566237 to 3004209178 at this time; however, section g9 cannot be updated due to constraints with the regulatory reporting interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the replacement lead was implanted as planned and that the this solved the problem. The cause of the high lead resistance was unknown. There remained no further complications reported or anticipated.